Manufacturer narrative:
An event of the device in an irregular shape with separated nitinol wires and blood flowing through the shunt on deployment was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined, however a larger device was implanted successfully.

Event description:
On (B)(6) 2019, a 8/6mm amplatzer duct occluder (pda) was selected for implant. During device preparation, the pda was observed to be in an irregular shape and the nitinol wires were separated. The device was deemed appropriate for use and inserted into the patient. Upon deployment, blood was flowing through the shunt. The device was re-sheathed and replaced with a 10/8mm pda. The procedure was successfully completed and the patient remained hemodynamically stable throughout.

Manufacturer narrative:
An event of an irregular shaped occluder with separated nitinol wires and blood flowing through the shunt after deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined, however, per the site the device was deemed appropriate for use and a larger occluder was successfully implanted.